Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked near the y-site. This was identified during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was gravity tested with methylene and leak tested underwater with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.